Event description:
It was reported that the downstream pressure was too low. The issue was discovered during the performance of the stk in the medical technology workshop. There was no patient involvement and no human harm/adverse event reported.

Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, investigating event history logs, the customer problem was duplicated. The pump was found to have occlusion pressure too low and the downstream occlusion (dso) sensor seal had a bubble. Labels were undamaged, and the tamper seal was missing. Service history review identified the pump was serviced in august 2023, where the dso sensor had been changed. The manufacturer representative planned to replace and calibrate the dso sensor.